Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this atrial lead was oversensing causing false atrial tachycardia response episodes. In addition, two high out of range impedance measurements were revealed. A revision procedure was performed. An attempt to reposition this lead was unsuccessful due to venous stenosis. A decision was made to lead this lead implanted and reprogram the device. According to available information, this lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.